Manufacturer narrative:
Additional serial numbers included in this report: (B)(4). 13 of 13 devices were returned for evaluation. Evaluation of 13 devices found excessive wear due to a lack of proper maintenance. The devices did not heat up during evaluation. The devices had debris build-up. The devices were repaired and returned to the customers.

Event description:
This report summarizes 13 malfunction events where a midwest e pro handpiece overheated. In 5 events, the patient's experienced minor burns that did not require intervention. In 8 events, no injury resulted.